Manufacturer narrative:
Ventec downloaded the device's electronic records from the event for review, and was unable to verify, and duplicate the reported issue. The cause of the reported issue could not be determined.

Event description:
It was reported that the device stopped working while a patient was under treatment. There was no patient harm reported.